Event description:
It was reported that during a laparoscopic gastrectomy procedure, air leaked when forceps were taken in and out through the device. The device was used as-is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Duckbill, leak test failure. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received: the doctor commented as follows: air leak occur at almost all operations. As the visual field is not so much as too narrow, the device is used.